Manufacturer narrative:
As reported, upon attempted insertion, a 5f mynx control vascular closure device (vcd) would not pass through the valve of an unknown sheath. On removing the vcd, it became apparent that the plastic casing at the end had split, exposing the plug material. There was no reported patient injury. The deployer was mynx certified. Additional procedural details were requested but not provided. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The procedural sheath and the syringe were not returned for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found partially exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed to have been kinked/bent. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no frayed/split/torn conditions were observed on the returned device. A dimensional test was not performed on the returned device due to the kinked/bent condition observed in the sealant outer sleeve assembly. Per functional analysis, without the return of the procedural sheath, an applicable lab sample catheter sheath introducer (csi) was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/withdrawn from the lab sample csi without issue during the device failure investigation. The sample csi was able to be used as intended per the mynx control instructions for use (IFU). Furthermore, it's important to highlight that no resistance or friction was felt during the test. In addition, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found partially exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed to have been kinked/bent. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device since there was no frayed/split/torn condition noted; however, a kinked/bent condition of the sleeves was noted. Also, the reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since it passed the insertion/withdrawal test without resistance with a lab sample csi. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the partially exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, upon attempted insertion, a 5f mynx control vascular closure device (vcd) would not pass through the valve of an unknown sheath. On removing the vcd, it became apparent that the plastic casing at the end had split, exposing the plug material. There was no reported patient injury. The deployer was mynx certified. Additional procedural details were requested but not provided. The device was not returned for evaluation as previously expected. The reported events of ¿mynx control system-impeded,¿ ¿sealant sleeves (cartridge assembly)-frayed/split/torn,¿ and ¿mynx control system-deployment difficulty-premature could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported events. However, handling factors (such as excessive force during insertion) are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, upon attempted insertion, a 5f mynx control vascular closure device (vcd) would not pass through the valve of an unknown sheath. On removing the vcd it became apparent that the plastic casing at the end had split, exposing the plug material. There was no reported patient injury. The deployer was mynx certified. Additional procedural details were requested but not provided. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon attempted insertion, a 5f mynx control vascular closure device (vcd) would not pass through the valve of an unknown sheath. On removing the vcd it became apparent that the plastic casing at the end had split, exposing the plug material. There was no reported patient injury. The deployer was mynx certified. Additional procedural details were requested but not provided. The device is being returned for evaluation.